Manufacturer narrative:
(B)(4): the customer states when disconnecting from the network (ac power source) the device turns off. Failure to power up on battery power could delay the delivery of therapy. No patient involvement was reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer states when disconnecting from the network (ac power source) the device turns off. Failure to power up on battery power could delay the delivery of therapy. No patient involvement was reported.